Manufacturer narrative:
Update section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation. Imagery was provided from site and the following was observed: a balloon burst radially and longitudinally were observed on the inflation balloon. The complaint for balloon burst was confirmed by the imagery provided. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "during deployment the commander delivery system balloon ruptured when it was partially inflated, when the valve was nearly fully deployed. The commander system had been prepped with +1 cc of volume. There was a sharp piece of calcium in the landing zone more so than concentric calcium". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. The prescribed nominal inflation volume is provided in the instructions for use that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient (calcification) and procedural factors (over-inflation) contributed to the balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transcatheter aortic valve replacement case by transfemoral approach, during deployment the commander balloon ruptured when it was partially inflated, when the valve was nearly fully deployed. The commander system had been prepped with +1cc of volume for a total of 12cc's for implantation as per the physician's instructions. There was a sharp piece of calcium in the landing zone more so than concentric calcium. The physician was able to navigate the commander system back through the esheath and out of the body without further complications or issues, and the valve was post-dilated using a 20mm truflow balloon without issue. The device was discarded.